Event description:
It was reported by the physician that their handheld would not hold a charge. Physician requested for a new handheld. New handheld was shipped to the site and old handheld was returned to manufacturer and is currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.